Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. There was no reported impact to customer's blood glucose. No additional patient or event information was provided.

Manufacturer narrative:
Additional information was received on december 7th, 2022 stating that the pump history was checked and it was verified that multiple temperature alarms had been received. During testing, no additional temperature alarms were received.